Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician noticed declining r-waves and went to double-check the setscrew on the implantable pulse generator (ipg). After unscrewing the lead from the grommet and attempting to retract the wrench kit, the physician noticed that an "extra metal piece" was connected to the end of the wrench. A new device was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.